Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory response, swelling, discomfort, delayed autoimmune response, biofilm, and nodules that were tender and firm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions for use ¿ "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected by another healthcare professional to the cheeks (ck1, ck2, and ck3) with unspecified juvéderm voluma and to the brow, vermillion border, and top lip for volume with juvéderm volift with lidocaine. Patient was pretreated with unspecified product ¿only on lips.¿ approximately two months later patient developed an inflammatory response and their top lip and right eyebrow were swollen ¿at times.¿ the next day the patient was reviewed by the reporting physician who wondered if the event was ¿delayed auto immune response or biofilm.¿ patient was prescribed ciprofloxacin and prednisone. Five days later patient had worsening nodules that were tender and firm and shifted from one area to another. The cheeks were also swollen. Symptoms are worse in the morning. Prednisone and ciprofloxacin were continued. Two days later the ¿eyebrow nodules were the worst and seemed like the sentinel nodules¿ so the reporting physician injected hyalase to them which resolved them 70%. Cortisone was stopped but ciprofloxacin continued. Three days later patient had more swelling and discomfort. The eyebrows were swollen again, though not as pronounced as before. The cheeks and lips are much worse and the skin is tense and tender on lips. Hyalase was injected again which resulted in 30-50% reduction in size of nodules. Ciprofloxacin was continued and prednisone was restarted. Symptoms are ongoing.